Event description:
Loss of osseointegration.

Manufacturer narrative:
Di # (B)(4).

Event description:
Failure to osseointegrate.

Manufacturer narrative:
UDI # (B)(4). This submission has been corected to "failure to osseointegrate".